Manufacturer narrative:
The reported event could not be confirmed since the device or x-rays were not available to confirm the revision, however, the issue is user preference related as indicated by the additional information. A device inspection was not possible since the affected device was not returned, however, a device inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the additional information received and admission of the operating surgeon that the nail revision (long nail to short) was planned to make the defect as small as possible for the soft tissue transplant surgery, it is safe to say the issue is due to user preference related. No allegations were made against the device. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient had primary surgery on (B)(6) 2023 to insert a tibial nail. The patient was a severely injured patient; the opposite leg had been amputated. The operated leg was also missing a lot of soft tissue, so surgeon scheduled to undergo surgery to transplant vascular tissue and skin at a later date. The initial surgery was successfully completed, but the day after the surgery, the surgeon informed sales rep that he wanted to perform a surgery to replace it with a shorter nail than implanted. The reason for wanting to replace the nail with a short nail was to make the defect as small as possible for the soft tissue transplant surgery. Since the bone itself where the initial surgery was performed had been crushed and the opposite leg had already been amputated, there was no need to worry about leg length difference, so he decided it would be better to shorten the leg and performed the surgery to replace the nail. Revision surgery was performed on (B)(6) 2023.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded at hospital.

Event description:
It was reported that the patient had primary surgery on (B)(6) 2023 to insert a tibial nail. The patient was a severely injured patient; the opposite leg had been amputated. The operated leg was also missing a lot of soft tissue, so surgeon scheduled to undergo surgery to transplant vascular tissue and skin at a later date. The initial surgery was successfully completed, but the day after the surgery, the surgeon informed sales rep that he wanted to perform a surgery to replace it with a shorter nail than implanted. The reason for wanting to replace the nail with a short nail was to make the defect as small as possible for the soft tissue transplant surgery. Since the bone itself where the initial surgery was performed had been crushed and the opposite leg had already been amputated, there was no need to worry about leg length difference, so he decided it would be better to shorten the leg and performed the surgery to replace the nail. Revision surgery was performed on (B)(6) 2023.